Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed that the implanted lead had high impedances, and x-ray imaging confirmed the lead was fractured. Reprogramming resolved the loss of stimulation. The patient will undergo a revision procedure on an unknown date. No further information has been obtained despite good faith efforts. Additional information received the lead was explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
With all the available information, engineers concluded the loss of stimulation and high impedance measurements were caused by a lead fracture. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, which is 2 cm from the set screw mark of the clik x anchor. However, there were no exposed cables at the fracture location. The lead gets kinked after it exits the clik x anchor resulting in the reported complaint. Additionally, it appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed that the implanted lead had high impedances, and x-ray imaging confirmed the lead was fractured. Reprogramming resolved the loss of stimulation. The patient will undergo a revision procedure on an unknown date. No further information has been obtained despite good faith efforts. Additional information received that the lead was explanted. No further information has been obtained despite good faith efforts. Additional information received that the patient did well post-operatively.

Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed that the implanted lead had high impedances, and x-ray imaging confirmed the lead was fractured. Reprogramming resolved the loss of stimulation, and it is undetermined when the patient will undergo a revision procedure to remove the fractured lead.